Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported difficulties could not be determined. Stent dislodgement may be attributed to several factors including, but not limited to, positive pressure during preparation, forced sheath removal, handling of the stent during preparation, interaction with patent anatomy or accessory devices. Factors that could contribute to failure to advance include, but are not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, interaction with previously placed stents or accessory devices. In this case, it is possible the device may have interacted with the severely calcified and tortuous lesion during advancement, resulting in the reported failure to advance. Further interaction with the challenging anatomy during retraction of the device may have contributed to the reported stent dislodgement; however, based on the information provided and without the device to examine, this cannot be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported the procedure was to treat a severely calcified and tortuous lesion in the iliac artery. The 8.0x39mm otw omnilink elite stent delivery system (sds) was advanced however failed to cross the lesion due to the anatomy. Once the sds was removed from the patient anatomy it was noted the stent had shifted on the balloon. A new device was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.